Event description:
During procedure with a rabbe sheath the inner lining of the sheath unravelled and seperated. When the sheath was removed from the patient the separated lining was exiting the end of the sheath that was in the patient. An angiogram showed that none of the sheath had migrated into the patient. No patient injury occurred.